Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo of the leaking juncture hub. Visual inspection of the photo confirmed that the juncture hub was leaking. A complete visual inspection could not be performed as no sample was returned for analysis. The customer complaint of a leaking juncture hub was identified based on the photo sent. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the juncture hub leaked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the juncture hub leaked during use.